Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a micro centrifuge vial. Visual inspection found haptics were folded in. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a vicmo13.2 implantable collamer lens on (B)(6) 2017. The patient experienced excessive vaulting, therefore the surgeon replaced the lens for a smaller one on (B)(6) 2017. The problem was resolved.